Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407652 implantable pacing lead implanted: (B)(6) 2006; product ID 407658 implantable pacing lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient arrived at the emergency room with complaints of dizziness. The patient's device was not pacing or functioning and the patient's heart rate was in the 20s. The device was unable to be interrogated and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.